Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed artifact/noise with high pace/sense impedances. A lead fracture was confirmed and the lead was capped and replaced. No patient complications have been reported as a result of this event.